Event description:
It was reported by a facility technician the application shut down with an "unexpected operation" error during a screening examination. The image file taken was found to be corrupt due to an unknown cause. Hologic technical support was contracted and assisted the facility technician to resolve the error by deleting the corrupt file. The patient was moved to another room to complete her exam with no further issues reported.